Event description:
A customer reported to baxter corporate product surveillance a clearlink blood set in which a leak was observed. According to the report, the product was in use on a patient and blood went everywhere. The customer had no details on where the leak was observed or how it happened. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse even associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual examination was performed and it was found that the bottom/end cap was separated from the housing end. Closer visual inspection of the filter housing end showed that there is no visible sign of solvent residue. No additional testing was performed. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.